Manufacturer narrative:
The lens was implanted in 2007. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after a recent yag capsulotomy, the surgeon noted a film on the posterior surface of the lens (implanted approximately 8 years ago). The surgeon attempted to yag the film, but it did not resolve. Reportedly, the surgeon does not think it is affecting the patient's vision significantly. Additional information has been requested, but has not been received.